Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), customer was asked to make sure the videoscope cable was not plugged in when using a 190 series scope, but the scope cable was found to be plugged in. The unsupported scope also found the maj-1413 (light guide adapter) plugged in, therefore tac recommended removing the maj-1430 (videoscope cable exera ii) when using the 190 series. Customer then communicated that the device was working; the affected device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed an "e315: unsupported scope" error message. There was no report of patient harm.